Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's right ventricular lead exhibited noise episodes. No intervention was performed. The patient condition was unknown.